Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. The customer's blood glucose level was 700 mg/dl at the time of incident and 157 mg/dl current. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Customer was treated with intravenous insulin drip. Customer reported that the event was resolved by changing complete set. The insulin pump will not be returned for analysis.